Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they were getting shocked in the pocket, like something came loose and they were having sharp pain and throbbing. They caller had turned off the therapy and it went away, but now their bladder was hurting and flaring up due to having the therapy off. The patient reported they had played volleyball in the pool two days prior to this happening. The patient was redirected to their healthcare provider to have the system checked. No further complications were reported or anticipated.